Event description:
The customer reported the hd 3cmos autoclavable camera head displayed an e226 error during a therapeutic laparoscopic cholecystectomy procedure. The customer cleaned the electrical contacts of the device however, the issue persisted. A similar device was used to complete the operation and the there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, a kink on the cable and stain on the electrical contacts were observed. Therefore, it was determined that e226 error likely occurred because communication failure occurred due to a break on the cable caused by a kink. Additionally, it was likely that e226 error occurred because communication failure occurred due to a stain on the electrical contacts caused by insufficient rinsing during reprocessing. It was stated that an e226 error occurs when communication between the camera head and the processor fails. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur¿. Olympus will continue to monitor field performance for this device.